Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist (fcs), during a tf tavr with a 26mm sapien 3 ultra valve in the aortic position, the balloon ruptured with deployment of valve. Significant sino tubular junction calcium was noted. In the attempts to remove delivery device through sheath, the distal part of sheath buckled and was unable to pull delivery system into sheath. The delivery system/balloon advanced forward and entire system, and sheath was removed as a unit. There appeared to be damage to the femoral artery. The patient became unstable, blood pressure dropped, and the patient went into pulseless electrical activity. CPR was started and the patient was intubated. Mass transfusion was started due to blood loss. A covered stent was placed to the femoral artery at access the site. The patient continued to have cardiac arrest and expired after 40 minutes of CPR with no return of rhythm. After further review of imaging, physician felt that distal aorta dissection/rupture occurred when ds/balloon initially attempted to be pulled back into sheath and that was the primary source of blood loss. Per fcs, the balloon rupture caused by circumferential stj calcium that led to inability to withdraw delivery system into sheath. Attempt at retrieving delivery system led to kinking of the distal part of the sheath, that was perceived to cause a rupture to the distal aorta that was not found during resuscitation attempt as focus was on bleeding at the femoral site.

Manufacturer narrative:
Voluntary medwatch #mw5108421 was received for this complaint. The information in the voluntary medwatch has already been reported to the FDA by edwards under the initial manufacturer report number. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned for evaluation. An imaging evaluation was performed on the procedural video and photos provided and the following was observed: radial tear burst. Balloon material separated and a balloon burst during balloon inflation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. During the manufacturing process the device undergoes multiple visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot. These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were confirmed by the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. No visual abnormalities were observed on the returned sample. A technical summary was written by edwards lifesciences to capture for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per customer report, "the balloon rupture caused by circumferential stj calcium that led to inability to withdraw delivery system into sheath." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the separation. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards defect was identified, no corrective or preventative action nor product risk assessment escalation is required.